Event description:
The or staff reported while preparing the ap lap band it was noted the tab had come off of the end. The device had not entered surgical field yet. There was no injury to patient as this was found prior to use. Another device of the same make/model was obtained and the surgery proceeded well.